Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a stimulator for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had difficulty recharging the implantable neurostimulator (ins) because it was so small and if he moved his body slightly forward or back, the antenna moves off from the battery location. The patient also reported that they recharge their ins every seven days for two to three hours and had to sit still while charging. To resolve the issue, the patient stated that he was working with their healthcare professional (hcp) for a possible replacement for a larger device in (B)(6) 2017. Lastly, the patient was sent adhesive discs in the meantime. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient's whole unit will be replaced. The cause of the difficulty recharging was not provided but it was noted the issue had been occurring for the past year. The patient's weight was requested but no weight was provided. No further complications were reported.